Event description:
On december 27, 2011, the vns explanting surgeon reported that the vns patient had his lead and generator explanted on (B)(6) 2011 due to the generator extruding in the patient's left chest area. The patient's extrusion had been present and worsening over the last 3 weeks. The patient was noted to have mental retardation and developmental disabilities and when the manufacturer's consultant looked at the lead and generator, it appeared that the patient had twiddled the device under the skin since the lead was twisted. The consultant reported that clinic notes do indicate that cultures were done but they were negative. The patient was prophylactically placed on antibiotics and kept at the hospital for a few days for observation. It is unknown if the patient is going to have the device reimplanted. The explanted lead and generator were returned for product analysis on (B)(4) 2011 that has not yet been completed. The surgeon later reported that the cause of the extrusion was the patient twiddling and turning the device in his chest, it was not caused by a defect of the device. No causal or contributory medication or diet changes preceded the onset of the event.

Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted generator and lead. The generator performed according to functional specifications and no eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A portion of the lead assembly body, including the electrode section, was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.